Event description:
No additional information reported.

Manufacturer narrative:
Visual inspection of the returned tasp confirmed the fracture and identified signs of repeated use. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a design issue which was previously investigated through the CAPA process and addressed with a design modification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found fractured in pieces in sterile processing. No patient involvement. No additional information is known.